Manufacturer narrative:
The technician found the slide bracket was bent and the center pin end was broken off which prevented the siderail from latching. The technician replaced the slide bracket to repair the bed.

Event description:
Info rec'd indicates the right head siderail will not latch.